Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer addressed the high blood glucose by injecting insulin manually and did not require third-party assistance. Technical support later assisted the customer with resetting the pump after a charger was sent to them, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact technical support if the issue recurred.